Event description:
The company received a report where it was claimed that the cuff deflated due to a tear during patient use. The caller reported that this was discovered following six days of patient use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 301-75 is not distributed in the us; however, these is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.